Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of myocardial infarction and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as adverse events that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article, titled "long-term efficacy of drug-coated balloon angioplasty vs. Drug-eluting stent for de novo large-vessel coronary arteries". B3 - date of event estimated as (B)(6) 2017. D6a: estimate date of implant (B)(6) 2016. D4: the UDI number is not known as the part and lot number were not provided. The deaths reported in the article are captured under a separate medwatch report.

Event description:
The aim of the article was to evaluate the 5-year cardiovascular outcomes of drug-coated balloon (dcb) angioplasty vs. Drug-eluting stents (des) for de novo large-vessel coronary artery disease (cad). All patients in the dcb group underwent dcb angioplasty using a paclitaxel-coated balloon (sequent please). Patients treated with ees (xience alpine) were enrolled in the des group. Clinical outcomes included cardiac death, non-fatal myocardial infarction, target lesion revascularization, and late lumen loss. The article concluded the study showed similar favorable outcomes between dcb and des in unrestrictive de novo large-vessel cad. With careful lesion selection and optimal lesion preparation, dcb angioplasty may be a feasible therapy. Details are listed in the attached article, titled "long-term efficacy of drug-coated balloon angioplasty vs. Drug-eluting stent for de novo large-vessel coronary arteries.¿ no additional information was provided. Implant date estimated as (B)(6) 2016. Date of event estimated as (B)(6) 2017.